Manufacturer narrative:
It was reported that the software reinstall was completed. The device was ran in the biomedical shop with no alarms, and the reported issue was resolved. No replacement parts were needed or ordered. The device was placed back into use. The customer declined to provide the patient information from the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down on its own. The device was in use on a patient at the time the reported issue was discovered; however, no report of adverse outcome to patient care or therapy. The ventilator was removed from service and the patient was placed onto another unit. The biomedical engineer (bme) evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The bme confirmed v60 diagnostic code 1101 (ventilator restarted due to anomalies detected during operation) and 3007 (software exception) in the significant event log. Rse stated that when diagnostic code 1101 occurs in conjunction with diagnostic code 3007, no action is required. Rse stated that the customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. Investigation is ongoing.